Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient says the implantable neurostimulator (ins) is spontaneously stopping stimulation since the last 4 days. They suspected this was an issue with their programmer as it "keeps losing connection" when the therapy app closes. During call, they checked the programmer and successfully connected it to the ins. Patient expressed that the stimulation also feels very different and is not helping symptoms as much as it used to. Patient was advised to contact hospital to see if there is something with the ins system that could explain the stimulation stopping/feeling different.